Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved tip stapler 30 instrument was analyzed and found to have unclamping failure and functional test failure. Review of log showed that the customer pressed the emergency stop and the instrument failed the shifting phase during the procedure, prompting the site to press the emergency stop button. The last fire was completed but there was no successful unclamp recorded after the fire. Upon a visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on system but failed initialization on every attempt, preventing the stapler from entering into following mode. This stapler was be transferred for further evaluation of the shifting failure. Review of logs from the procedure confirmed that a shifting failure occurred while shifting to the clamp state from the roll state. Shifting failure displayed a user facing message indicating that stapler release kit (srk) may need to be used to manually unclamp the jaws. The logs showed that the e-stop button was pressed, approximately 1 minute following the failure. The previous procedure where this stapler was used was also reviewed and showed no shifting failures prior to the one reported. Instrument was tested on an in-house system and failed to initialize on 5 out of 5 additional attempts. In-house error logs displayed a clamp homing failure. Lubrication was added to the leadscrew and the stapler still failed to initialize with the system. A visual inspection was performed and showed that the backend bearings and cam shifter were heavily corroded. Backend clamping pulleys were also observed with a thin white residue covering them. This stapler had only 1 life remaining upon return. Buildup of corrosion on backend bearings and cam shifter were likely contributing to the difficulties of shifting through instrument states both during the shifting failure in the procedure, and during the clamp homing portion of the initialization sequence. The complaint was confirmed by failure analysis. Intuitive has also received the stapler reload associated with this complaint and completed investigations. The stapler reload accessory was analyzed and found to have no issues. The reload has been fired. All pushers of the staples were found at the bed surface of the cartridge. Reload knife and shuttle track was concealed at the distal end of the cartridge. No damage was found with the reload. A review of the logs for the curved tip stapler 30 associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis. The following additional information was provided: logs show part number 470530-08, lot number t10200227-0040, was installed on the system 8 times and fired 4 white reloads. On installs 1, 3, 5, and 7, the system failed to detect a stapler cartridge installed in the jaws. 4 instances of error code 1164 are shown in the logs, correlating with these installs. On installs 2, 4, 6, and 8, the user manually selected the white reload color. On each successful install, clamping and firing were both completed successfully. On install 8, the user switched from usm 1 to usm 3, and the firing event was initiated at timestamp: ¿2/14/2024 16:22:06¿. Approximately 1 second later, the logs show error code 22030, indicating that the stapler failed to shift from clamp to roll after the firing. No unclamp was initiated while the instrument was on the system. Logs show the e-stop button was pressed at timestamp: ¿2/14/24 16:23:49 pm¿, however there was no indication the srk was used while the stapler was still installed on the arm. The instrument was removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler clamped down and would not fire. The stapler instrument would not release. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected with no noted damage. The instrument was fired at least once prior to the incident without issue. White reload was selected and was chosen due to needing a vascular load. The task being performed was a lobectomy. The target tissue was lung tissue. There was nothing out of the ordinary about the case or tissue. The surgeon did not fire over an existing staple line. The surgeon did not use buttress material. Staff successfully used the release key to unlock the jaws of the tissue. There was no adverse effect to the tissue and the case was completed with another stapler.